Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). No anomalies were found. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented for in unrelated procedure. The physician elected to prophylactically to replace the implantable cardioverter defibrillator due to the battery advisory. There were no patient consequences.